Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not complete boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Investigation determined the reported issue was caused when the user interrupted the software upgrade by closing and re-opening the device lid prior to upgrade completion. The device was archived by stryker. The customer received a replacement device to resolve the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not complete boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.